Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported the cannula was bent and did not insert into the insertion site (leg). Patient's blood glucose levels rose to 21 mmol/l (378 mg/dl) while wearing the pod for between 1 and 4 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the soft cannula. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. The device data contained no timeouts, drive stalls, or hazard alarms. Although no damage was present, a root cause of unsure properly inserted could not be determined.